Event description:
Discordant calcium (ca_2) results were obtained on an advia 1800 instrument. The discordant results were reported to physician(s). The samples were rerun, and the corrected results were reported to physician(s). There is one report of patient intervention due to a discordant ca_2 result. There are no known reports of adverse health consequences due to the discordant ca_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 1800 instrument. After analyzing the instrument and instrument data, it was determined that the cause of the discordant calcium (ca_2) results were due to the customer's deionized (di) water system, where ca_2 was getting into the di water system. The customer is working to resolve this problem. The fse ran quality control (qc). The instrument is performing within specifications. No further evaluation of the device is required.